Event description:
It was reported that there was an issue with kh443r - targon pf nail adapter screw. According to the complaint description, a piece broke when removing the targeting device and trying to insert the closure screw. It was unable to be inserted, and closure screw was noted as broken. The broken part of the closure screw inserted proximal to the nail could not be removed and the surgery was completed. A fragment remained in situ. Additional information was not provided. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. This is a similar device report; the leading material is not sold to USA.